Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken grip cable at the distal end. The instrument was also found to have a broken conductor wire at the yaw pulley grip-crimp location. The instrument failed the electrical continuity test. The instrument was found to have charring and localized melting at the grip base between the grips. Thermal damage between grips instrument bipolar yaw pulley is most commonly caused by insulation degradation and carbonized tissue creating, a conductive path.

Event description:
It was reported that during central processing, that the fenestrated bipolar forceps has a broken cable. There was no report of patient involvement.